Event description:
It was reported that post implant small p waves were observed with intermittent far field r-wave (ffrw) oversensing on the right atrial lead. The sensitivity was adjusted and the ffrw resolved however undersensing occurred. The lead sensitivity was returned to original settings and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.